Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that the line tested well. However, once on pump the pressure increased to > 500 (normal 200-270). The customer had to stop surgery to troubleshoot the cause. Patient was already cannulated, and the delay was about 15 minutes. Customer had to go on pump with the high pressures. Use of device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the pressure increased shortly after initiation. The customer only added heparin to their plasmalyte prime. The customer monitored the pre-membrane pressure approximately 6 inches from the oxygenator inlet. Act (activated clotting time) was used to monitor heparin dosing to achieve optimal therapeutic response. The customer gave an initial dose of 400u/kg and they usually add 10,000u to the prime. The customer monitored the temperature post-oxygenator and they typically initiate at 36 degrees celsius. The patient's serum albumin level pre- bypass was not measured. D4: this field has been updated. H6. Eval code method (fdm/annex b): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the initial baseline act was 132s, then 778s after a load of 42,000 units of heparin. The act¿s throughout the case were 799s, 734s, 577s (added 10,000 units), 720s, 623s, 581s (added 10,000 units), 672s, 666s and finally 543s. The patient's pre-op platelet count was 153,000. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.